Event description:
It was reported that the device "stopped working." Follow up on the complaint found that prior to the death the physician's office was unaware of any problems with the device and the last check showed nothing out of specifications. The physician's office did not have the cause of the death or circumstances surrounding the death. Additional information has been requested and not made available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information has been requested and not yet made available.